Event description:
It was reported that during a follow-up visit relative to the implanted system involving the subject lead, several noise episodes were noticed within the episodes recorded by the associated ICD. Since this ICD was nearing the elective replacement indication, it was decided to replace the entire system. On (B)(6) 2016, the ICD and lead were explanted and replaced. The subject lead was returned to the manufacturer for analysis. It was also indicated that only the subject lead was available to be returned, and that there were remnants of the myocardium remained on the lead after cleaning.

Event description:
It was reported that during a follow-up visit relative to the implanted system involving the subject lead, several noise episodes were noticed within the episodes recorded by the associated ICD. Since this ICD was nearing the elective replacement indication, it was decided to replace the entire system. On (B)(6) 2016, the ID and lead were explanted and replaced. The subject lead was returned to the manufacturer for analysis. It was also indicated that only the subject lead was available to be returned, and that there were remnants of the myocardium remained on the lead after cleaning.